Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs and dka found on (B)(6), 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on (B)(6) 2022 14:55:16.000, (B)(6) 2022 09:22:26.000 and (B)(6) 2022 09:24:52.000 and from (B)(6) 2022 11:22:48.000 to (B)(6) 2022 11:36:30.000 during normal bolus delivery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. No delivery alarm/insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2022 due to diabetic ketoacidosis and hyperglycemia. Customer's blood glucose was 539 mg/dl and the current blood glucose was 240 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to high blood glucose that are headache, feeling unwell, tired. Customer did not test positive for ketones. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.